Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor was unable to power up with the battery pack. The monitor's case was damaged, and battery could not be inserted. The root cause for the damaged case was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.